Manufacturer narrative:
(B)(4). Batch # m90k32. Investigation summary the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m90k32. The device was returned with the upper jaw detached and returned and I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached and I-blade damaged, prevented the functionality of the jaw. The jaw was unable to cycle open and close, not all functional testing could be performed with the generator. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the surgeon could not use handpieces and scissors. The generator was always displaying "change instrument." Then the surgeon had changed the generator but it still not working. To fix the issue the surgeon had to turn off the generator and use a brand new handpiece and scissor to complete the case. No patient consequences.